Manufacturer narrative:
Technician replaced the foot hi-low cylinder and this resolved the drift.

Event description:
The bed was found in the repair area. The stretcher had a drift. The foot cylinder needs replacement.